Manufacturer narrative:
Reported event was confirmed with operative notes. Review of the available records identified the following: lymphocytic appearing fluid was aspirated from the hip, shell noted to be well-ingrown, delamination of the metal on the acetabular component side, metallosis noted with pseudocapsule, acetabular protrusion noted and contained. Tm shell, head, and liner replaced without further complication. Review of the device history records identified no deviations or anomalies during manufacturing. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d9; h2; h3; h6 device was returned and evaluated. Upon visual inspection the head has scuffing on the outside radius and on the face. The additional information does not change the outcome of the previous investigation.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to location of device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 09136.

Event description:
It was reported patient¿s hip was revised approximately 8 years post implantation due to metallosis. Surgeon noted that there were findings suspected metallosis, some black debris, posterior to the cup. The surgeon also found lymphocystis-appearing fluid, delamination of the metal on the acetabular side and black metallosis appearing soft tissues inferior to the cup. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
It was reported patient¿s hip was revised approximately 8 years post implantation due to metallosis. Surgeon noted that there were findings suspected metallosis, some black debris, posterior to the cup. The surgeon also found lymphocytis-appearing fluid, delamination of the metal on the acetabular side and black metallosis appearing soft tissues inferior to the cup. It was further noted that the patient was experiencing pain, tissue damage, bone destruction, and limited daily activities in the legal notes.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.